Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that iuniht screw fractured inside of implant. The dental implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Supplemental medwatch zimmer biomet complaint number (B)(4). The following sections have been updated: g7: type of report, follow-up number . One certain® titanium hexed screw (iuniht) was returned for investigation. Visual evaluation of the as returned product identified a fractured screw stuck inside the implant as well as signs of use and dried blood and bone around the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The customer had unknown bone density. The reported devices were located an unknown tooth and were implanted for an unknown duration. The customer did not provide pictures or x-rays. A device history review and complaint history review could not be performed, as the lot number associated with the reported product (iuniht) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Therefore, based on the available information, device malfunction did occur for the screw and the reported event (screw fracture) was confirmed for the reported device. A definitive root cause could not be identified.